Event description:
Reportedly, the smarttouch tablet crashed during follow-up on 22 november 2023. During reviewing the stored events the screen froze and was not responding to any user input anymore.

Manufacturer narrative:
Analysis of available expertise files confirmed the reported behavior, as a freeze of the programmer was observed during 2 minutes on the screen "arrhythmias" at the end of aida reading, on (B)(6) 2023. Based on available data, the root-cause of the observed issue could not be determined. It could have resulted from the programmer or the software modules, but no clear root-cause was identified. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the smarttouch tablet crashed during follow-up on (B)(6) 2023. During reviewing the stored events the screen froze and was not responding to any user input anymore.